Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the doctor claimed he was having problems with the stapler slowing down and stopping. This wasn't a thick tissue problem, and it happened more than once. The sales representative test fired the account's devices on (B)(6) 2016 and one of the devices was not working normally. The sales representative observed that the device was slowing and stopping. There were no problems observed with the other devices. The doctor referenced three procedures that the alleged device was used for, and all the referenced procedures were for a vats lobectomy. There was no patient injury or harm.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection of the handle noted no abnormalities. During functional testing the handle successfully fired a reload. During functional testing the adapter successfully loaded, unloaded, articulated, rotated, and opened/closed. Replication of the drive_motor_stop_velocity_limit and drive_motor_excessive_load_mode error codes may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.